Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint; unit was found to have had a 'hardware watchdog failure' error. The display lcd was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit, on boot up, tripped the main electricity breaker in the operating room. Upon reboot, the unit failed to boot up and had a continuous alarm. There is no report of patient involvement.